Event description:
On (B)(6) 2022, a procedure commenced necessitating the use of the spectranetics cvx-300 excimer laser system. During the procedure, the system displayed a power error and service lamp, with a strange noise being emitted by the laser system. The surgeon could not complete the surgery; the patient will be transferred to another hospital to finalize the case. There was no reported patient harm. This report captures the cvx-300 which malfunctioned after the procedure had begun, resulting in a delay of treatment.

Manufacturer narrative:
Patient date of birth, age unk. Patient gender unk. Patient weight unk. Patient ethnicity/race unk. Relevant tests/laboratory data unk. Other relevant history unk. Lot number, expiration date, and UDI are n/a for this system. The device was evaluated on-site by field service engineer. The system was exhibiting low max energy (low energy output, requiring the gas to be exchanged within the system). A strange noise was noted coming from the vessel, near the motor. A gas exchange and anti-reflective (ar) windows replacement (routine service process) were performed. However, after repair was completed, the energy was still too low, no improvement. The laser unit will go back to the factory. After evaluation, investigation and repair were complete, low max energy (low energy output) was determined to be the cause of the reported failure.

Manufacturer narrative:
H4): correction made to device manufacture date. Incorrect date was inadvertently populated in initial MDR submitted 22 june 2022.

Manufacturer narrative:
H6): investigation findings code corrected from degradation problem (code 135) to fracture problem (code 3252). In the initial MDR, the cause of the reported failure was low max energy (low energy output). On 23 june 2022, the field service report states the cause was a vessel blower fan failure. There is a squirrel cage fan (vessel blower fan) present inside the vessel that cannot be replaced. When it goes out, the blades crack and come apart, causing the noise. The internal damage causes depletion of gases which creates low energy. The system requires replacement.